Event description:
Procedure performed: nephrectomy. Event description: [institution] report from the sales rep it was hard and difficult to open the scissors during the procedure. Completed the procedure by switching to another product. Initial investigation report the event unit was returned to us and visually inspected. There were no scratches or abnormalities on the blade (pic.1). The units will be returned to amr for further evaluation. Products available for return: 1 package, 1 scissors patient status: no patient injury. Intervention: completed the procedure by switching to another product.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device was able to open and close without difficulty. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: nephrectomy. Event description: [institution] report from the sales rep. It was hard and difficult to open the scissors during the procedure. Completed the procedure by switching to another product. Initial investigation report. The event unit was returned to us and visually inspected. There were no scratches or abnormalities on the blade (pic.1). The units will be returned to amr for further evaluation. Products available for return: 1 package, 1 scissors. Patient status: no patient injury. Intervention: completed the procedure by switching to another product.